Manufacturer narrative:
Reasonable attempts were made by lumenis to obtain relevant treatment information, patient photographs, and patient information from the user facility; however, no information other than the initial report was received. Should further information be provided, lumenis will file a follow-up MDR. No device malfunction was reported; therefore, no examination of the subject device occurred. A review of the service records for the subject device concluded that service had been performed on (B)(6) 2013 and the device operated to manufacturer's specifications. The engineer reported that the hs hand piece was replaced as a precautionary measure. Subject device malfunction is not the suspected cause of the event reported.

Event description:
It was reported that a patient sustained hypopigmentation to the bikini area following treatment with a lumenis lightsheer duet laser hs handpiece.